Manufacturer narrative:
Product ID 3888-56 lot# v210855 implanted: (B)(6) 2009 product type lead; product ID 3888-45 lot# v220468 implanted: (B)(6) 2009 product type lead; product ID 3778-60 serial# (B)(4) implanted: (B)(6) 2009 product type lead; product ID 37743 serial# (B)(4) product type programmer, patient; product ID 3708220 serial# (B)(4) implanted: (B)(6) 2009 product type extension. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the device, model 37702, serial no. (B)(4), found no anomaly.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient did not like his peripheral leads, which gave him a 'burning' sensation. It was noted that there was positioning difficulty. The physician disconnected the leads and placed a second epidural lead. The prime cell battery was also replaced. Only the battery was explanted. The patient recovered without sequelae.